Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle , the device experienced needle separation from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: "there was a safetynet filled at tmh for a bd eclipse needle that couldn¿t be removed from the patients arm and according to the phlebotomist and the doctor onsite it seems like the needle was hung up inside the vain, so they had to send the patient to the ed so that they could remove the needle by making a small incision on the arm."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one customer photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged IV needle with the incident lot was observed. Additionally, 30 retention samples from lots 0311516 and 0316181 from bd inventory were evaluated by visual examination and the issue of damaged IV needle was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle , the device experienced needle separation from the holder luer/adapter/hub. The following information was provided by the initial reporter. The customer stated: "there was a safetynet filled at tmh for a bd eclipse needle that couldn¿t be removed from the patients arm and according to the phlebotomist and the doctor onsite it seems like the needle was hung up inside the vain, so they had to send the patient to the ed so that they could remove the needle by making a small incision on the arm."